Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure the endoscope had non-intuitive motion. After looking at the endoscope in artemis, the intuitive tech support engineer (tse) could see that the endoscope angle was not registering. The site tried a different endoscope. The system was back to intuitive motion and the site continued with the case. There were no reports of patient injury. Follow-up was performed with the site and the following additional information was obtained. The endoscope was tested after the reported event and there were no issues identified. It has been put back in circulation but they will keep tabs on it to see if there are any issues upon the next use.

Manufacturer narrative:
Intuitive surgical inc. (Isi) requested the endoscope to be returned for analysis. However, the customer noted during follow-up that the endoscope was put back in rotation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is obtained. A procedure log review was performed to confirm that the unilateral inguinal hernia procedure occurred on 02-sep-2022 via system sk3966. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.